Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about anticancer drug leaked out through a gap in the protector during use. The leaked fluid is keytruda anticancer drug. Lot number is unknown. The protector is assembled using the assembly fixture.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was returned to our quality team for investigation. The product was evaluated and a leakage between the vial and protector was observed. Further inspection identified the cannula was bent and penetrated the vial stopper off center. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As lot information for this incident was not available, a device history review could not be performed. Based on the sample evaluation, it was determined the protector was misaligned during assembly, causing the needle to penetrate the metal portion of the vial stopper, and resulting in the leak observed. It is important the m12 assembly fixture is used in a slow and consistent motion. Complaints received for this device and defect will continue to be monitored by our quality team.